Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant had impella cp support ongoing for a patient admitted in acute myocardial infarction/cardiogenic shock. After the impella cp was replaced, the arterial pressure waveform in the lower limb opposite the impella insertion disappeared, and it was determined that there was ischemia. A fogarty thrombectomy was performed and blood flow was confirmed. After returning to the intensive care unit, ischemia was again observed in both lower limbs. The potassium level also rose sharply to the 7 range, and dialysis was initiated. While preparing for surgical intervention for lower limb ischemia, the patient developed ventricular tachycardia and ventricular fibrillation. A computed tomography (CT) scan also showed lower limb ischemia and cerebral infarction, and the patient was confirmed dead shortly after the decision to do not resuscitation was made. There had been a renal infarction in the patient's 20s, so there was a thrombus in the aorta, but a review of the CT scan showed a thrombus in the impella shaft, which was likely dispersed when the thrombus was removed. Patient factors and an embolism caused by the impella are considered to be the cause.

Manufacturer narrative:
The investigation for the thrombus, limb ischemia, and the stroke has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia, thrombus, stroke could not be determined as the device was not returned nor sufficient clinical details.